Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2010, due to groin pain and audible noises from the implant. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, patient was revised on (B) (6) 2010, due to groin pain and audible noises from the implant. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The articulating surfaces have scratches and wear marks, suggesting foreign particle abrasion and component wear possibly due to subluxation and/or stem impingement.(B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).sending delayed due to d.c. Power outages.